Manufacturer narrative:
Device evaluated by MFR. : promus premier ous mr 32 x 2.25 stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage in mid and proximal stent regions with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, concentric, de novo target lesion with a significant bend of >= 90 degrees was located in the moderately tortuous and moderate to severely calcified left circumflex coronary artery. A 32 x 2.25mm promus premier drug eluting stent was advanced but had difficulty crossing the lesion due to calcification and it was noticed that the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, concentric, de novo target lesion with a significant bend of >= 90 degrees was located in the moderately tortuous and moderate to severely calcified left circumflex coronary artery. A 32 x 2.25mm promus premier drug eluting stent was advanced but had difficulty crossing the lesion due to calcification and it was noticed that the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.